Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant igm gen.2 assay on a cobas 8000 c702 module. On (B)(6) 2026: initial result: 2894.9 mg/dl (accompanied by an invalidating data flag). 1st repeat result: 2816.1 mg/dl (tested with dilution). On (B)(6) 2026: the physician requested that a protein electrophoresis be performed, and the electrophoresis image did not correspond to the igm value, which is around 2000 mg/dl. The original sample was then repeated, and the 2nd repeat result was approximately 300 mg/dl. No exact result was provided. On (B)(6) 2026: 3rd repeat result: 278 mg/dl. The 2nd repeat result of approximately 300 mg/dl was deemed to be correct.

Manufacturer narrative:
The c702 module serial number was (B)(6). Calibration and qc were within the acceptable ranges. The investigation is ongoing.